Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretch. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to placement are removal difficulties. Additional information has been received through product analysis and this lead was not able to be successfully implanted due to fracture in inner coil. This lead was then successfully replaced. No adverse patient effects were reported.